Event description:
The selector 24 khz neuro short handpiece was used during a craniotomy for tumor removal. It was reported that the unit provided too much irrigation. This handpiece was used along with the cusa nxt console and service module (manufacturer report numbers 1222895-2010-00016 and 1222895-2010-00017). There was a delay in surgery for one hour. There was no harm to the patient. The tumor was removed.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.